Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfvf047 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the disc and needle have been separated. Patient status/ intervention: change new needle. No other information was provided.

Event description:
It was reported that the disc and needle have been separated. Patient status/ intervention: change new needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded:the complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown.one 20 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism of the device was returned completely detached from the needle shaft. The metal sleeve and the plastic collar of the safety mechanism were observed to be present and intact within the safety mechanism. A microscopic observation revealed the tip of the needle was very slightly damaged. Some small longitudinal abrasions were observed on the needle shaft. The inner diameter of the metal sleeve and the outer diameter of the needle were measured, and both were found to be within specification. While the exact cause of the detached safety mechanism could not be determined from the returned sample, possible causes include excessive force during withdrawal of the device and/or during activation of the safety mechanism. H3 other text : evaluation findings are in section h.11.